Manufacturer narrative:
The investigation for the reported console (aic) battery failure has been completed. The console was returned for evaluation. Upon visual inspection, there were clear burn marks around c199 on the pbm. The console was able to turn on and boot up without the failure mode recurring. A new pbm was inserted and the failure mode once again did not happen. Data logs were reviewed finding the console immediately had event sets 360 and 23 for battery failure and battery level low respectively confirming the "failure alarm" from the complaint. These alarms resolved after three seconds. The ac power registered as disconnected seven seconds later so there was no ac power at the time of failure. The cause of the aic issue was a defective pbm board but the cause of the burnt pbm is unknown.

Event description:
The complainant reported that battery smoke appeared and the automated impella controller (aic) displayed failure alarm. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.